Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm but not replicate the customer complaint "23009 error on mtml". Upon visual inspection, no issues were found the would be related to the reported event. The unit was then installed on a surgical fixture test platform (sftp) and passed all relevant testing within specification. The probable root cause is attributed to the axis 1 motor.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 23009 occurred against the left master tool manipulator (mtml). Reportedly nothing was obstructing the mtml from moving, however it was making a grinding sound when attempting to self-test. The intuitive tech support engineer (tse) had the customer power down and hard power cycle surgeon side console (ssc) 1, but the issue returned. The site continued with the secondary ssc. The intuitive tech support engineer (tse) reviewed the system logs and found errors 23007 and 22005 against the mtml. There were no reports of patient involvement.